Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow up. During device check, the device could not be interrogated. Premature battery depletion was noted on the device. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician, and subsequently, the device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of no communication was confirmed in the laboratory and it was due to a depleted battery. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.